Event description:
This rv lead was implanted on (B)(6) 2018 and was explanted on (B)(6) 2018 due to failure to capture issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).